Manufacturer narrative:
Investigation- a review of the complaint history, device history record, documentation, quality control (qc), specifications and trends was conducted for the purpose of this investigation. One used product was returned for evaluation. When visually inspecting the returned complaint device, the flare was found to be stretched and distorted. Also, it should be noted that the device was returned without an inserted dilator. There is no evidence to suggest the device was not manufactured to specifications. The instructions for use warns, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage" and for sheath removal instructs to "withdraw the sheath and dilator as a unit." Since the flare was found to be stretched and distorted, and the physician indicated that more pressure was needed to remove the last 10 cm of the device from the patient, it is feasible to suggest that the device met excessive force beyond its intended design. Cook inc. Will continue to monitor for similar complaints. A quality engineer risk assessment was used to evaluate the risk and determined to be that of low impact. The addition of this complaint does not change the conclusion that no further risk reduction is required.

Event description:
During a right leg angiogram and angioplasty procedure, the procedure was performed through 6f raabe sheath. Upon completion, the doctor started removing the sheath over the supracore wire. It was easily removed until the last 10cm when it felt much more stiff. He used more more pressure to withdraw at the sheath hub using his r hand while counter balancing at the access point of the l femoral artery with his l hand. It was at this time that the hub of the sheath popped off. He was then required to quickly remove the sheath to prevent excess blood loss. This was able to be done using a little more force. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - a review of the complaint history, device history record, documentation, quality control (qc), specifications and trends was conducted for the purpose of this investigation. The product was not returned for evaluation. Qc documents are in place to verify that the device is manufactured to specifications. There is no evidence to suggest the device was not manufactured to specifications. Based on the limited information provided, and without visual, dimensional, and/or functional testing of the product, we are unable to determine with certainty what led to this failure mode.

Event description:
During a right leg angiogram and angioplasty procedure, the procedure was performed through 6f raabe sheath. Upon completion, the doctor started removing the sheath over the supracore wire. It was easily removed until the last 10cm when it felt much more stiff. He used more pressure to withdraw at the sheath hub using his r hand while counter balancing at the access point of the l femoral artery with his l hand. It was at this time that the hub of the sheath popped off. He was then required to quickly remove the sheath to prevent excess blood loss. This was able to be done using a little more force. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.